Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger was found to have a defective power supply. The power supply had a varying output voltage. The cause of the faults was the defective power supply. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the battery charger/modem was producing battery and charger faults.